Event description:
Olympus was informed that during a shoulder arthroscopy procedure, the users had experienced a complete loss of image of which the intended procedure was completed with a different tower. There was no patient harm reported.

Manufacturer narrative:
Olympus (B)(4) followed-up with the user facility to obtain additional information regarding this report. The user facility reportedly attempted to troubleshoot with no success and the intended procedure was said to have been completed with a smith and nephew tower. The device referenced in this report was returned to olympus for evaluation along with the clv-180 (serial number (B)(4)), otv-s7 proh-hd-10e with serial number (B)(4), and the lmd-1950md sony monitor with serial number (B)(4). The evaluation could not duplicate the user's report. This report is being submitted as a medical device report in an abundance of caution.